Event description:
Initial reporting, investigation on-going. Site using syngo rt therapist v4.2.94p04 and mosaiq v2.00u6. Customer reported that rtt displayed a "2" above the checkmark in tx visualization after treatment and, according to apps manual, this "2" points to a double treatment of the field. Furthermore, mosaiq recorded (B)(4) instead of (B)(4). Subsequent clarification indicated during the course of treatment from a lateral direction, two mlc interlocks occurred which could be cleared by two resets. Afterwards, the treatment sequence could be continued as usual by pressing the "rad on" button without another error message or warning appearing. At the end, the therapist clicked on "tx visualization" and noticed that a "2" was displayed above the checkmark of the second to the last field. After notifying the physicist and examination of the parameters, the last field was treated. Investigation revealed seven beams were chosen in as with the course (B)(4). Beam 7 did not deliver any mu before interrupt. After sending beam 7 to control console, rtt received a treatment cancellation packet. Subsequent analysis indicated the issue is in tx delivery. Additional findings related to the complaint indicate beam 7 (field: 8) was not delivered at all. Instead, beam 6 (field: 7) was delivered twice.

Manufacturer narrative:
Further details regarding patient information have not been provided at this time. The investigation result indicated an rtt malfunction related to resumption, which may cause a field to be treated twice after resumption. The risk is covered in the risk analysis, however, an identified software anomaly is being further investigated to determine what corrective action is required to prevent recurrence. Severity ranking: moderate; there has been no injury reported; final investigation result shows that a beam (part of a fraction) was treated twice in one session. The delivery of one beam twice without minimum time in between may potentially cause a moderate injury even though the delivered dose will be considered for calculation of the overall treatment dose. Probability ranking: occasionally; (the issue has happened once and may happen again). (B)(6). We became aware of this incident on (B)(4) 2011 and are mailing this report on (B)(4) 2011.